Event description:
It was reported the patient was seen in the clinic post implant and this right atrial (ra) lead exhibited a loss of capture (loc). Imaging was performed and the ra lead was dislodged. The device was programmed to vvi and the patient was scheduled for a lead revision procedure. The ra lead was successfully repositioned with no patient complications. Outside of the revision, no adverse patient effects were reported.